Event description:
Pt had severe bleeding 4 weeks post tuna procedure. Urologist believes that the pt may have had a middle lobe that extended into the bladder. Once the scab healed then the blood vessel beneath it ruptured. Pt was hospitalized and four units of packed cells were given. The pt bladder was irrigated and middle lobe was resected. A foley catheter was placed post resection. The pt is doing well.